Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during sled (sustained low-efficiency dialysis) treatment with polyflux 170h dialyzer,the patient experienced anaphylaxis with drop in "dcs", desaturation and hypotension. The patient was given saline flushing for the low blood pressure. Dialysis treatment was discontinued after 7 minutes. It was reported that "subsequent dialysis change dialysis and was stable on it." No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.